Event description:
It was observed that during the device evaluation, the flex video scope showed evidence that the air/water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly due to the air/water nozzle was clogged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.